Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on january 25, 2025.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, there was a high resistance when it was attempted to deploy the bands. The bands were stuck and would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands of the first device were moved and overlapped, and the second device showed the bands were moved and overlapped, and one band was broken. Additional information received on january 25, 2025: it was noted that there was no difficulty experienced upon setting up the devices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, there was a high resistance when it was attempted to deploy the bands. The bands were stuck and would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands of the first device were moved and overlapped, and the second device showed the bands were moved and overlapped, and one band was broken.